Event description:
Affiliate reported that a surgeon injured an otherwise unspecified abdominal cavity artery during insertion of the trocar while performing an open laparotomy. Two days following the surgery heparin was administered to the pt and subsequently bleeding was noted at the insertion site. A second surgical procedure was performed to control the bleeding.